Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing air removal step of the loading process. Tandem technical support educated the customer that air should be removed from cartridge prior to loading. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.